Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. It was reported via email that the patient's dexcom g6 mobile app stopped working. The patient reported that due to this issue, they were sent to the hospital. Although, multiple attempts were made to follow up with the reporter, contact was unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.